Event description:
An aus device was implanted on 12/2/93. A revision surgery was performed in 1994, day not provided. The pump was removed on 12/5/95. A revision surgery was performed in 1996, day not provided. The cuff was removed from the pt and replaced on 5/8/97 due to infection. A pump was also implanted.